Event description:
According to the reporter: during bypass ( anastomosis) open procedure, the thread got broke. No component fell into the patient cavity. An x-ray was performed. The surgical time was extended due to the product problem, the product was replaced with the new one (same model, different lot number) in order to complete the case, no injury. Patient status: alive - no injury.